Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via data transmission with her pacemaker exhibiting intermittent atrial undersensing. Review of the stored auto mode switch episodes showed intermittent undersensing of the patient's atrial fibrillation rhythm. The device sensitivity was reprogrammed. No further incident was reported.